Event description:
During a clinic follow-up, a high capture threshold, low sensing threshold, and low pacing impedance were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were low pacing lead impedance, inadequate capture, r-wave amplitude variation, and lead dislodgement. The reported events of low pacing lead impedance, inadequate capture, and r-wave amplitude variation were not confirmed. As received, a complete lead with a stylet inserted was returned in one piece for analysis. The helix was returned retracted and clogged with blood/tissue. X-ray examination revealed that the inner coil at the connector region was over-torqued, which is consistent with procedural damage. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. Furthermore, the helix extension length measured within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection did not reveal any anomalies except for the damage that is consistent with procedural damage.